Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the patient experienced sepsis and was hospitalized and put on a course of antibiotics for a week. A crack was found on the venous extension and the catheter was immediately removed and later replaced. There were no complications for the patient since the replacement of the catheter.